Event description:
It was reported that during the procedure, after advancing a 0.018-inch non-abbott guide wire to a shunt in a moderately tortuous unspecified left vessel, a 6.0x40x90 fox sv balloon dilatation catheter (bdc) was advanced over the guide wire with resistance felt between the fox sv and guide wire. The fox sv balloon was inflated twice to 5 atmospheres, to dilate the target lesion. The balloon was then deflated. When attempting to advance the fox sv further distally, the fox sv would not advance over the guide wire, and could not be retracted over the guide wire. The fox sv and guide wire were withdrawn from the anatomy as a single unit. Plain old balloon angioplasty was completed using a new non-abbott guide wire and a 5.0x40 non-abbott bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - against resistance. Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported the fox sv catheter was advanced over the guide wire as resistance was encountered. The fox sv percutaneous transluminal angioplasty balloon catheter instructions for use states: do not continue to use the device against significant resistance. Based on the reviewed information, no product deficiency was identified.